Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was seen "yesterday" (B)(6)2023 and reports that he has not been contacted about the dubious mechanical problem of the remote control after 5 months. "Yesterday", questioning the stimulator, the problem of impedances on the stimulation contacts was confirmed (even those in range a month ago are now above 20,000 ohms after use for stimulation). An x-ray of the system was performed, which looks healthy. From the provided session reports it was noted that there were some impedances of 40,000 ohms with avoid status. The session reports also indicated "device below programmed intensity (oor)". The healthcare provider (hcp) "put it in a note for an intra-operative test, with possible replacement of the stimulator if the electrodes of the flat are normal". The surgery will not be scheduled until (B)(6). In their opinion, it would be appropriate to review it together to clarify this problem related to the remote control and think about the problem of impedances. Technical services noted that it seems that there is a trend in impedances increasing with time. As the doctor said, the x-ray taken on the system did not show any obvious fracture.

Manufacturer narrative:
G2. Foreign: italy d.6a. The implant date was reported as (B)(6)2021 this was inconsistent with the device's manufacturing date. Further follow-up has been initiated to determine the correct date of implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the implant date of the ins was (B)(6) 2021 and that the issues first began in (B)(6) 2021, but this conflicts with the manufactured date of the ins which was 10-dec-2021. The serial number of the controller was unknown. It was clarified that the mechanical problem was a slow misalignment between the leads and the contacts in the ins header. The lead didn't work. An impedance test performed using a wireless external neurostimulator (wens) confirmed that there was a lead issue. A new lead was implanted non (B)(6) 2024, and the issue was resolved. The electrode didn't work because of the presence on edema on the dura mater. It was noted that this information was confirmed with the physician/account.